Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) inappropriately went into backup operation due to suspected radiofrequency ablation. Programming changes were made to reset the device. The patient was stable.